Event description:
It was reported that approx two months post vena cava filter implant, the pt presented to the hospital with chest pain and a detached filter limb was discovered in the right atrium. A pericardiocentesis was performed and an attempt was made to retrieve the detached limb from the heart; however, it appeared that the limb was embedded in the right atrial wall and the attempt was unsuccessful. The pt was transferred to another hospital in stable condition.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfw2269 for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. Based upon the available info, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Pain. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.